Event description:
It was reported that pump displayed malfunction alarm with code ¿malf 0¿ and fault ID 0x20f9, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, and malfunction did not recur, and customer was advised to continue using pump and to call back if any malfunction alarm appeared again.